Manufacturer narrative:
Additional information was received on 22-jun-2023. The resistance was between the catheter and the hemostatic valve of the sheath. The catheter was able to move within the sheath. The section that the issue was observed was the hemostatic valve. The part totally separated. The hemostatic valve did not dislodge outside of the hub. No picture was provided. The sheath was used on the patient. Air did not the patient¿s body. No blood return was observed. Additional information was received on 03-jul-2023.the resistance did not result in any damage to the sheath. The resistance with the sheath occurred when trying to put the catheter into the sheath. No damages on the catheter reported. The catheter was not stuck in the sheath. The resistance did not result in high force to move the catheter nor did the catheter slip out of the sheath. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was used. Needle was not used. The brim cap / hub did not detach from the sheath. The device evaluation was completed on 04-jul-2023. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. After several alternating changes of the smart touch sf catheter and octaray navigational catheter, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was changed because of resistance felt when passing the hemostatic valve. Timing of issue occurred one and a half hours after the start of the procedure, the smart touch sf catheter and octaray navigational were alternated several times in the left atrium with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Reported a hemostatic valve failure. The hemostatic valve was dislodged into the hub. The hemostatic valve itself was not cracked. The physician requested to replace the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The issue was resolved. The procedure was completed without patient's consequence. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The resistance issue reported by the customer could be related to the dislodgment of the valve. A device history record was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer was confirmed. The valve issue could be related to the resistance reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 31-may-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After several alternating changes of the smart touch sf catheter and octaray navigational catheter, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was changed because of resistance felt when passing the hemostatic valve. Timing of issue occurred one and a half hours after the start of the procedure, the smart touch sf catheter and octaray navigational were alternated several times in the left atrium with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Reported a hemostatic valve failure. The hemostatic valve was dislodged into the hub. The hemostatic valve itself was not cracked. The physician requested to replace the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The issue was resolved. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation issue. The resistance with sheath issue was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote.